Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Correction/removal letter: z-0958-2020. (B)(4). S/w 4.11d. Unit passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat test at 0.0868 inches. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No power loss alarm or failed battery test alarm noted during testing or in the pump trace download. No pump error 53 noted during testing, however, pump error 53 found in the pump history line number = 5623 and file number = 2005 due to software error. Pump monitored without the test energizer battery inside the battery compartment and reinserted it back into the battery compartment for less than 10 minutes and no unexpected pump error 23 or pump error 3 alarm noted. No device heating up noted during testing. During visual inspection found electronic stack and force sensor moisture damage. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Medtronic received information that device heating up, failed batt test, pump error 53, pump error 23, unexpected battery power loss occurred. There was no adverse impact or consequence reported as a result of this event.